Event description:
It is reported that the customer had high blood glucose levels of 145 mg/dl. The customer reported a button error alarm from the insulin pump while trying to do a bolus. The customer reported replacing the battery on the insulin pump but the error remained. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No increasing numbers, ramping numbers on their own or scrolling bar moving anomaly noted. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.